Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. Visual inspection upon receiving revealed no external damage or defects. The device powers on using battery and ac power. The device was able to obtain readings with customer cable and masimo sensor. The device was left on with continuous measurement of 98% spo2 and 90 bpm for 30 minutes. Measurements were stable and continuous. The unit was found to visually and audibly alarm during alarm conditions. No product performance issues were identified. The unit was determined to be fully functional.

Event description:
The customer reported the rad-8 device keeps alarming and the readings are not correct. No patient impact or consequences were reported.